Manufacturer narrative:
Integra has completed their internal investigation on 10/09/2015. The investigation included: methods: review of device history records review of complaints history results: a review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. Conclusion: the clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader ....

Event description:
The duraseal kit was prepared for use but when the surgeon tried to use it, the gel did not form; product was just watery. They prepared another kit from the same box and lot number which worked. There was a surgery delay of 10 minutes. There was no patient contact but the patient was prepped for surgery. There was no patient injury. Additional information was received on 30sep2015: the duraseal was going to be used for a spine procedure. The surgeon did not spray the duraseal on the patient when no gel was formed. It was sprayed outside the body. The reason for the 10 minute delay in surgery was due to getting another duraseal kit and mixing it. There was no patient adverse consequences as a result of the surgery delay. The second kit that was utilized worked successfully.